Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated that on (B)(6) 2012, she awoke from a nap with blood glucose (bg) 465 mg/dl with extreme thirst and a headache. The patient stated that her bgs remained in the 300 to 400 mg/dl range despite bolusing multiple times, but that her bg was down to 150 mg/dl the morning of (B)(6) 2012. A review of the pump history indicated a call service alarm and two occlusion alarms had occurred, and it appeared that both occlusion alarms interrupted two of the correction boluses that the patient had programmed. There was no indication that the patient delivered the amounts that were cancelled due to the alarms. Troubleshooting indicated all pump histories and settings were correct, and the patient denied any issues with the insulin. The patient refused further troubleshooting, and continued insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia while using insulin pump therapy, and there was no clear indication of what the cause of the elevated bg was.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification up until the reported event date. There are no alarms noted related to the complaint in the pump's history typical usage alarms and warnings were observed in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.